Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins). It was reported that the patient thinks there is something "wrong with it". The patient said when she stands in one certain position, the stimulator might not be going off but her "back is so bad that the stimulator goes off constantly". The patient said when she is laying down, it did not stop vibrating. The patient said "now it will turn itself off every couple hours and that never happened with her trail".the patient indicated that for the first 4 or 5 days from implant the device was going off constantly but as soon as she moved a little bit, it shut off. The implant was turning itself off and back on throughout the day. It was reviewed the difference between the implant being on and off and the feeling of stimulation coming and going with different positions. The patient stated they had "this thing turned up really high to the point where her whole legs were vibrating". The patient clarified this was not a complaint and that she was referring to the tingling sensation of stimulation, that she feels it stronger when she increased it. The patient further stated that the first 6 days from implant were good and then she was kind of sore, so she charged it all day long for at least 6 or 7 hours and ever since then it had been going on and off for no reason. The patient also reported she has been experiencing poor coupling and that she was not really swollen at all. The patient said she knows she is charging the device correctly but she is never getting any boxes filled in. The patient said she has to reconnect the device every 5 minutes and has not being able to charge her device in 3 days from this report. The patient said she has already tried reposition the antenna and she is charging on bare skin. The patient said she sat on the couch for 4 hours and it only worked for 30 minutes or less. It was reviewed that swelling can affect coupling. The patient said she is not sore anymore and completely healed. Trouble shooting was done and the issue was not resolved. Patient was redirected to health care professional (hcp) to discuss feeling stimulation intermittently, poor coupling and have device checked. Patient is planned to see surgeon friday (B)(6) 2017. No further patient symptoms or complications were reported in this event.